Manufacturer narrative:
5/21/2020 - noise on rv channel during rv pacing. Hm episode from 3/25/2020 showed aborted shock. Tachy functions programmed off per (B)(6). Lifevest prescribed. Md planning to discuss possible extraction of rv lead. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient had an episode on hm that showed apparent oversensing on the ventricular channel possibly due to the t-wave. Patients doctor to be consulted about sensitivity programming. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.